Manufacturer narrative:
This follow-up MDR is created to document the clarification of the event description and conclusion of the investigation. A titan otr pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of pain, extrusion quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated "owl eyes" - refers to the description of the slight protrusion (extrusion) of both distal ends of the cylinders through the corporas. It gives the appearance of "owl eyes" as the extrusion looks more pronounced when the glands are pushed back.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient complained of distal pain and bulging around corporotomy. It was reported that distally the patient had owl eyes, and once inside, the physician noticed an open corporotomy which explained the bulge. The device, which the patient had for six years, was removed. Another device (26cm) was put in and 1cm bilaterally was shaved.